Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00446896. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, mentor became aware that the capsular contracture grade was iii. Since the product has not been returned, it has been concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s normal physiologic response to the implantation of a foreign object. Capsular contracture is a known complication associated with these devices as stated in the IFU. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. A manufacturing record evaluation (mre) was performed for lot number 7458191, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: concomitant medical products: left side; 300cc mentor memorygel breast implant; catalog number: 3503001bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00446896. It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with 300cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade . At the time of this report, mentor has received no information regarding explantation or an expected explantation date.